Event description:
The pt slid off bed during prep for transferring from hana table to pt bed", and the pt's head hit the ground resulting in the need for stitches. It is assumed that the pt strap was not being used because the customer stated, the current safety strap impedes hip procedures and believes that safety strap should be designed to fit onto siderails raising it high enough on the pt that it does not sit almost on the hips where the procedure is being done. No other injury was noted by the hospital.